Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was not charging the pump battery. Cable was changed to resolve the issue. Customer's blood glucose was 100 mg/dl.